Event description:
It was reported that the patient underwent a revision procedure due to a dimpled pump and the bulb stayed flat after being pressed and inflation issues with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. The patient recovered following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to a dimpled pump and the bulb stayed flat after being pressed and inflation issues with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. The patient recovered following the procedure.

Manufacturer narrative:
Device analysis: product analysis confirmed the reported inflation issue based on the identification of a pump functional test failure. The ams 700 ms pump was visually inspected and functionally tested. The pump was functionally tested and failed the activation test. The pump failed the 8lb. Activation test and therefore required more than 8lbs of force to activate. This could result in an inflation issue as a greater force would be needed to activate the device. Product analysis therefore confirmed the reported inflation issue allegation was confirmed. Product analysis concluded pump malfunction as the most probably cause of the event, as a pump could directly affect the functionality of the device and lead to the reported of the events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events of pump malfunction were confirmed through product investigation. Based on the results of this investigation, no escalation is required.